Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation it was observed that the catheter was broken at the shaft. The area of breakage was observed to be jagged. However the exact cause of how and when the problem was occurred could not be determined. A potential root cause for this failure mode could be due to operator error or mechanical failure or user related (pulled by user). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was ruptured due to patient self removal on 12 days of use. It was stated that a 27 cm catheter had been retrieved but the balloon area at the tip was still inside the patients body. As there were no grasping forceps in the hospital they were planning to perform the removal procedure as soon as they were ready. Currently there was no significant impact on patients and the situation were stable. The tip of the catheter came out in the diaper on (B)(6) 2021. The user wondered what to do with the cystoscope in future but however the tip of the catheter ruptured was in the urethra so we could find out why it was ruptured from the catheter. Per follow up information received via ibc on 02dec2021 it was stated that the missing piece has come out naturally so the doctor was still considering whether to do further cystoscopy. There was no impact to the patient. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was ruptured due to patient¿s self-removal on the 12 days of use. Stated that a 27cm catheter had been retrieved but the balloon area at the tip was still inside the patient's body. As there were no grasping forceps in the hospital, they were planning to perform the removal procedure as soon as they were ready. Currently, there was no significant impact on the patient and the situation was stable. The tip of the catheter came out in the diaper on 19th. User wondered what to do with cystoscope in future, but however the tip of the catheter that ruptured was in the urethra so they could find out why it ruptured from catheter. Per follow up information received via ibc on 02dec2021, the missing piece has come out naturally, so the doctor is still considering whether to do further cystoscopy. There was no impact to the patient. No medical intervention was reported.